Event description:
It was reported that the unit is powering down after being on for a few seconds. Further, it was reported that this issue is intermittent.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.